Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / sever and persistent pain / sharp infrequent pelvic pain"), genital haemorrhage ("heavy bleeding"), autoimmune thyroiditis ("hashimoto's disease"), fallopian tube cyst ("cysts on fallopian tubes") and ovarian cyst ("cysts on ovaries") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 ((B)(6) 1991) and broken foot (cast) in 2007. Previously administered products included for birth control: contraceptive. Concurrent conditions included body mass index normal. Concomitant products included afi-b-total [vitamins nos] since 2009, levothyroxine since 2008 and sumatriptan (imitrex) since 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2005, the patient experienced gastrointestinal disorder ("bowel issues /gastrointestinalor digestive system condition") and abdominal pain lower ("cramping"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy") with urticaria and erythema, hormone level abnormal ("hormone imbalance"), acne cystic ("facial cystic acne /cystic acne") and weight increased ("weight gain"). In 2006, the patient experienced fallopian tube cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and endometriosis ("endometriosis"). In 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue") and hypothyroidism ("hypothyroidism"). In 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b-12 deficiency"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("severe bloating"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back pain ("sharp infrequent back pain"). The patient was treated with surgery (partial hysterectomy bilateral salpingectomy), surgery (ablation), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, weight increased, back pain and abdominal pain lower had resolved, the autoimmune thyroiditis, fallopian tube cyst, ovarian cyst, vaginal haemorrhage, menorrhagia, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, abdominal distension, hormone level abnormal, acne cystic, migraine, headache, nausea, depression, anxiety, endometriosis, vitamin d deficiency, vitamin b12 deficiency and hypothyroidism outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: tubes were blocked and device in correct position quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-jan-2018: plaintiff fact sheet received - case upgraded as incident. New event ¿abnormal (vaginal bleeding), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction/ nickel allergy, heavy bleeding, abnormal cycles, hives, unexplained redness of skin, hashimoto's disease, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bowel issues, severe bloating, hair loss, hormone imbalance, facial cystic acne, migraines, headaches, nausea, depression, anxiety, cysts on fallopian tubes, cysts on ovaries, endometriosis, weight gain, vitamin d deficiency were added. Product implant and explant date was updated. New reporter was added. Historical and concomitant condition and medication were added. On 8-feb-2018: coding correction performed with plaintiff fact sheet dated 31-jan-2018. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / sever and persistent pain / sharp infrequent pelvic pain"), genital haemorrhage ("heavy bleeding"), autoimmune thyroiditis ("hashimoto's disease"), fallopian tube cyst ("cysts on fallopian tubes") and ovarian cyst ("cysts on ovaries") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (05-nov-1991) and broken foot (cast) in 2007. Previously administered products included for birth control: contraceptive. Concurrent conditions included body mass index normal. Concomitant products included afi-b-total [vitamins nos] since 2009, levothyroxine since 2008 and sumatriptan (imitrex) since 2008. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2005, the patient experienced gastrointestinal disorder ("bowel issues /gastrointestinalor digestive system condition") and abdominal pain lower ("cramping"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy") with urticaria and erythema, hormone level abnormal ("hormone imbalance"), acne cystic ("facial cystic acne /cystic acne") and weight increased ("weight gain"). In 2006, the patient experienced fallopian tube cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and endometriosis ("endometriosis"). In 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue") and hypothyroidism ("hypothyroidism"). In 2010, the patient experienced vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b-12 deficiency"). In 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("severe bloating"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("sharp infrequent back pain") and rash ("rashes"). The patient was treated with surgery (partial hysterectomy bilateral salpingectomy), surgery (ablation, skin graft), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed in (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, weight increased, back pain, abdominal pain lower and rash had resolved, the autoimmune thyroiditis, fallopian tube cyst, ovarian cyst, vaginal haemorrhage, menorrhagia, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, abdominal distension, hormone level abnormal, acne cystic, migraine, headache, nausea, depression, anxiety, endometriosis, vitamin d deficiency, vitamin b12 deficiency and hypothyroidism outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: current weight: 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6)2005: tubes were blocked and device in correct position quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received: event rashes added. Event outcome updated for rashes. Reporter causality comment added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain / sever and persistent pain / sharp infrequent pelvic pain"), genital haemorrhage ("allergic or hypersensitivity rection : heavy bleeding"), autoimmune thyroiditis ("autoimmune disorder : hashimoto's disease"), fallopian tube cyst ("cysts on fallopian tubes") and ovarian cyst ("cysts on ovaries") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 (05-nov-1991) and broken foot (cast) in 2007. * on (B)(6)2005 hsg was done. Previously administered products included for birth control: contraceptive. Concurrent conditions included body mass index normal and thyroid disorder. Concomitant products included levothyroxine since 2008, sumatriptan (imitrex) since 2008 and vitamins nos (afi-b-total) since 2009. On (B)(6)2004, the patient had essure (ess205) inserted. In november 2004, the patient experienced menstrual disorder ("abnormal cycles") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), menstruation pain"), gastrointestinal disorder ("bowel issues /gastrointestinalor digestive system condition"), abdominal distension ("severe bloating") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction/ nickel allergy") with urticaria and erythema, acne cystic ("facial cystic acne /cystic acne"), nausea ("nausea") and rash ("rashes") and was found to have hormone level abnormal ("hormonal changes : hormone imbalance"). In 2006, the patient experienced alopecia ("hair loss"), depression ("psychological or pasychiatric problems condition : depression") and anxiety ("anxiety"). In 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue") and hypothyroidism ("hypothyroidism"). In 2010, the patient experienced tooth disorder ("dental problems"), vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b-12 deficiency"). In november 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal (vaginal bleeding)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2015, the patient experienced fallopian tube cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and endometriosis ("endometriosis"), 10 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced back pain ("sharp infrequent back pain"). The patient was treated with injections, micro peels, medication, facial washes, facial cream, mediation, medication, surgery (oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), total (vaginal and abdominal) hysterectomy (full), bilateral salpingectomy and oophorectomy and endometrial ablation, skin graft), surgery, skin graft, vaginal ultrasound, exercise more and medication. Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dysmenorrhoea, abdominal distension, weight increased, back pain, abdominal pain lower and rash had resolved, the autoimmune thyroiditis, fallopian tube cyst, ovarian cyst, vaginal haemorrhage, menorrhagia, allergy to metals, tooth disorder, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, acne cystic, headache, nausea, depression, anxiety, endometriosis, vitamin d deficiency, vitamin b12 deficiency and hypothyroidism outcome was unknown and the alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain lower, acne cystic, allergy to metals, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: current weight: 120 lbs. Discrepancy in date of insertion (B)(6)2004 and (B)(6)2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: tubes were blocked and device in correct position. Total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : concomitant condition added. Outcome of the events : dysmenorrhea (cramping), menstruation pain, migraines, severe bloating updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.